Event description:
The customer identified hypothyroid results obtained from a single pt processed using vitros tsh reagent on a vitros eciq immunodiagnostic system. The pt was believed to be hyperthyroid based on competitive system results. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event. (B) (4)

Manufacturer narrative:
The investigation determined that hypothyroid vitros tsh results were obtained each time the pt in question was tested during the timeframe of (B) (6) 2008 - (B) (6) 2009. The true thyroid status of the pt when tested in (B) (6) 2008 and (B) (6) 2009 was euthyroid based on the results obtained from vitros ft3 and ft4 assays. However, the pt had been receiving levotherox since (B) (6) 2008, based on the hypothyroid vitros tsh result. Levotherox could cause a pt who was truly euthyroidal to become hyperthyroidal. The competitive system tsh results indicating hyperthyroid were the result of the levotherox medication administered to the pt. There was no report of pt harm as a result of this event. Treating the sample with heterophilic blocking tubes yielded lower results than the untreated sample, suggesting the presence of a heterophilic antibody in the pt sample. The vitros tsh instructions for use lists a limitation of the procedure as "heterophilic antibodies in the serum or plasma of certain individuals are known to cause interference with immunoassays". The root cause for the false hypothyroid vitros tsh results obtained for all samples from the pt in question is the presence of heterophilic antibodies in the pt sample.